Manufacturer narrative:
Additional information (images) was received. The event is currently under investigation. Updated 'additional event information' due to receipt of images.

Event description:
It was reported that 22 months post implantation of two stents (size 6 x 150 mm and 6 x 170 mm), both stents were found to be fractured. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and as no image was provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion may be performed by using standard techniques and if additional stent-to-vessel apposition is desired, a balloon catheter that matches the size of the reference vessel but is not larger than the stent diameter itself should be selected. Furthermore, the IFU mentions that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture."

Event description:
It was reported that 22 months post implantation of two stents (size 6 x 150 mm and 6 x 170 mm), both stents were found to be fractured. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable to provide any further patient or procedural details to bard. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that 22 months post implantation of two stents (size 6 x 150 mm and 6 x 170 mm), both stents were found to be fractured. There was no reported patient injury. This is the same patient as reported in the medwatch report concerning patient ID # (B)(6).

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No sample was returned. Images of the 12, 24 and 36 months follow-up examination were provided for evaluation. The evaluation of the images revealed that two stents were placed in the femoral artery in overlapping technique. The longer stent which is subject of this complaint was placed in the distal femoral artery. The vessel showed significant calcifications in the region of the implanted stents. Based on the images available, a fracture of the subject stent could not be confirmed. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release may lead to an irregular stent placement and subsequent stent fracture. Also an insufficient pre- and/or post-dilation, highly calcified vessels, the patient's condition, the vessel anatomy as well as overlapping stent placement may be contributing factors to the reported stent fracture. On the basis of the limited information available and the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct stent placement procedure. Also the IFU indicates that pre-dilation of the lesion should be performed by using standard techniques and post stent expansion with a pta catheter is recommended. Furthermore, the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." Updated 'additional event information' due to receipt of images.

Event description:
It was reported that 22 months post implantation of two stents (size 6 x 150 mm and 6 x 170 mm), both stents were found to be fractured. There was no reported patient injury. This is the same patient as reported in medwatch report concerning patient ID # (B)(6).